Event description:
Nondelivery. The pump was returned to the biomedical department with a report of fluid infusing into the collection bag. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the customer contact noted that fluid infused into the collection bag. The customer contact "cleaned the little fingers on the side, the sensor fingers." After the pump was cleaned, it passed testing, and was returned to clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device delivered into the collection bag. This was due to a stuck pressure finger due to contamination which prevented the device from correctly sensing cassette pressure.